Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was not possible to remove the locking screw. During the extraction of the locking compression plate-dynamic hip plate, the surgeon could not remove the locking screw (2.7 mm), so it was removed by the extraction drilling system. There was no residue in the patient body. There was no complaint from the surgeon. It was also reported the insert direction of lhs (2.7 mm) might have been incorrect. This report is for 1 unknown locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4).